Event description:
It was reported that during a laparoscopic sigma procedure, an error code on display after a few times. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled; a torn acoustic isolator was found in the instrument.